Event description:
A malfunction was reported during the charging of the pump, identified by a code indicating a momentary power loss to the vibrator motor. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance to reset the pump, and the malfunction did not recur after the reset. No additional corrective actions were taken, and the customer was knowledgeable about managing his continuous glucose monitoring session independently.